Manufacturer narrative:
The reported complaint of "catheter balloon leak" was confirmed during functional testing of the returned icy catheter (lot # 178944). During the functional pressure leak test, a pinhole leak was observed at the distal end of the distal balloon. The probable root cause of the pinhole leak was a latent material defect. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter. Dried blood residue was observed inside the catheter's balloons and luered tubings. A functional leak test of the returned catheter was performed, and all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed at the distal end of the distal balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there were no similar complaints for the icy catheter with lot number 178944.

Event description:
The icy catheter (lot # 178944) was smoothly inserted into the femoral vein of a post-cardiac arrest patient for ivtm therapy. During the cooling phase of the treatment, the thermogard system generated an "air trap" alarm. The pump rotor stopped, and the console went into standby mode. The customer observed a backflow of blood into the start-up kit (suk) tubing. The customer suspected a catheter balloon leak and an unknown amount of saline infusion into the patient's bloodstream. The customer removed the catheter and ended the temperature management treatment. There was no malfunction with the thermogard console. No other device was used to continue the treatment as the physician determined that the patient did not need temperature management therapy anymore. No patient injury was reported.